Event description:
I am experiencing complications because of my rk surgery. My vision prescription has quickly increased to the point that I am not able to be corrected to better than 20/40 vision. This significantly impacts my work as a teacher, and my life overall. I have severe dry eye syndrome, making contact lenses impossible to wear and now have difficulties finding glass lenses made that can correct my vision. I have persistent visual distortions such as glare, haloes, starbursts, and ghosting due to the scars of my rk surgery and have not been able to find any professional that can give me any information or help with my problems to date.